Manufacturer narrative:
A DHR review was completed with no noted non-conformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of rawness. Patient did seek medical attention from their doctor and used otc medication. Patient reported following proper skin preparation instructions.